Manufacturer narrative:
(B)(4) date sent: 10/30/2024 d4: batch # c9dh1v correction d4. Primary UDI number . Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was returned with no damage in the external components. In addition, a piece of seal and a foreign matter were returned inside a plastic bag. The universal seal was disassembled in order to evaluate the condition of the seal. Upon disassembling, the seal was confirmed to be damaged and torn. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2024. B3: unknown, assumed first day of month that complaint was reported d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic cholecystectomy, the gallbladder was placed in a retrieval bag and while attempting to pull it out a portion of the valve was damaged and fell out. The damaged valve has already been recovered. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.